Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his monitor. The pt's download revealed six 'abnormal shutdown' and three 'service code displayed 107' (multiple abnormal shutdowns) flags. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. As received, the monitor reset and then would not power on. During servicing, there was a segmentation fault while performing the flash memory test. The cause of the abnormal shutdowns/reset/and inability to power on is the flash memory failure. The cause of the flash memory failure has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective memory. The pt received a replacement monitor.